Event description:
It was reported that about 6 hours after a da vinci-assisted sleeve gastrectomy procedure, the patient experienced bleeding in the gastric pouch. Less than 750 ml of blood was lost, and no transfusions were administered. No surgical interventions were required; the bleeding was resolved by discontinuing the use of anticoagulant medications and monitoring the patient in the intensive care unit. The surgeon believed that the bleeding was due to an issue with the staple line, which was completed via the use of a sureform 60 stapler instrument loaded with a blue sureform 60 stapler reload. Per the surgeon, it was impossible to say from which section of the staple line the bleeding occurred, but it was at the level of the median part of the gastric sleeve. No malfunctions of the da vinci system, instruments, and/or accessories occurred during the initial procedure. No fragments fell into the patient. The system, instruments, and/or accessories were not inspected prior to use, to the surgeon's knowledge. The procedure was completed robotically. The surgeon has no concerns regarding long-term complications; however, there is the possibility that a fistula will develop on the gastric sleeve at a later point. The patient had an extended hospital stay; however, they were discharged on post-operative day 4, and they are currently doing very well.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for evaluation. A review of the device logs for the sureform 60 stapler instrument associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the logs show that the instrument was installed on the system 8 times, and it fired 6 reloads (6 blue). On install 1, the first clamp was successful, and the firing was completed, with no pauses for compression. On install 2, the first clamp attempt was aborted by the user. The next clamp was successful, and the firing was completed, with no pauses for compression. On install 3, the first clamp was successful, and the firing was completed, with no pauses for compression. On install 4, the stapler failed to engage with the system. The system logs show an error indicating that the grip axis failed to engage. The stapler was reinstalled a 5th time, and the firing was completed, with no pauses for compression. On the 6th install, the system logs show an error indicating that the radio frequency identifier (rfid) of the instrument on universal surgical manipulator (usm) 3 was not detected. The stapler was being used on usm 3 at this time. The stapler was removed and reinstalled a 7th time. On installs 7 and 8, the firings were completed, with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures during the procedure for this instrument. There were no additional stapler related errors in the logs. Per a review of the site's system logs for the reported procedure date, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.